Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a conclusive cause for the slda. The tissue injury was due to procedural conditions due to the slda. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Additionally, the hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The date of event/implant will be estimated as (B)(6) 2021. The UDI number is not known as the part and lot number were not provided. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature. Article title: mitral valve repair using the davinci surgical system after mitraclip failure.

Event description:
It was reported in a research article that mitraclip can be related to clip removal by surgery, single leaflet device attachment (slda), torn leaflets, and hospitalization. Specific patient and procedural information is not known. Additional information can be found in the article "mitral valve repair using the davinci surgical system after mitraclip failure".